Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It has been reported that the physician was operating on a heavily calcified lad lesion with xience v 3 x 18 mm, when the dissection occurred. Another xience v was implanted in the pt. No additional event or pt information is available.